Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the nozzle had foreign objects due to reprocessing deviating from the instructions for use. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. It is likely that reprocessing deviated from the instructions for use. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.